Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the pacemaker exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.